Event description:
It was reported that the customer put air in the tracheal tube cuff during pre-use check, but the cuff was unable to be inflated. No additional information is available. No patient was involved.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: three pictures were included in the complaint reported for evaluation. Results: no anomalies detected in photos received. Returned sample: one sample was returned in used conditions without original package. Visual inspection results: per visual inspection, excess of solvent was detected at joint between the inflation line and tube. Leak testing: the sample returned was connected to leak tester machine to identify any leak or occlusion. Results: sample returned was rejected by leak tester. The returned sample was connected to a syringe to confirm the origin of the rejection by leak tester. Results: occlusion was detected at solvent joint between inflation line and tube since the pilot balloon was inflated but the cuff won?t inflate. Failure mode was confirmed. The occurrence of this failure condition could be caused by excess solvent at joint. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.